Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had syncope and went to the hospital. It was also reported that there was an attempt to resuscitate the patient, however, the patient was not able to be resuscitated and the patient died. The hospital noted normal device function however the cause of death was reported as unclear but likely related to severe myocarditis. The physician noted that it was impossible to determine the device working status.